Event description:
It was reported that the patient was having trouble charging the ipg. The patient underwent a revision wherein the ipg and leads were replaced and leads were added for additional coverage. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Manufacturer narrative:
Date of event: exact date unknown, event occurred eight months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 16887621, product family: scs-paddle leads. Upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16939133, product family: scs-paddle leads.